Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the ER with muscle stimulation. It was determined, to be coming from the atrial lead. It was also noted, that the impedance was greater than 3000 ohms, no pwaves and no capture at max output. A chest x-ray was performed and the atrial lead had dislodged, consistent with twiddlers syndrome. The right ventricular lead was noted, to have a decrease in r-waves and was pulled back without any slack. More slack was added to the rv lead. And the ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, high pacing impedance, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. The reported events of high pacing impedance, failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.